Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed a faulty float switch, a cracked tank cover, chipped front cover, and a faded line cord. The investigator subsequently filled the tank with water, attached a temp-check, plugged in the line cord, and turned on the power switch. The customer reported product problem sensor alarm constantly ringing out) was confirmed during testing. The problem source of the reported product problem was unknown. A root cause was not established. The aforementioned components were replaced. Preventative maintenance was subsequently performed. The device then passed all the functional tests.

Event description:
It was reported that the fluid warmer's level sensor alarm was constantly ringing out. No patient injury or complications were reported in relation to this event.